Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose event, which required intervention by emergency medical services. The customer did not know the blood glucose reading. He was not able to be transferred at the time of the call. Advised the customer that a callback would be scheduled to obtain further details regarding the low blood glucose event. Nothing further reported.

Event description:
The customer reported that he gave himself 3 extra units of insulin and delivered insulin based off of the sensor reading.